Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately calcified and tortuous mid cx lesion. No damage noted to packaging, and no issues noted during removal. The device was inspected and negative prep was performed with no issues noted. The lesion was not pre-dilated. It was reported that during the procedure, the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. During removal following failed delivery, it was reported that the device got stuck in the guide and the stent dislodged in the guide. The dislodged stent was removed. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.